Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The instrument was returned with the handle being completely disassembled, indicating that the secondary release mechanism has been used. The outer shaft is retracted by about 92 mm. The stent is partially released, severely elongated and has fractured in its distal portion. The distal stent fragment was not returned. The proximal stent stopper and the proximal end of the inner shaft show signs of compression. The proximal portion of the outer shaft has ruptured inside the handle. The findings indicate that the stent was blocked and pulled back against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause was identified. The final root cause for the reported event could not be determined.

Event description:
A pulsar-18 self-expandable stent system was selected for treatment of the proximal to mid sfa. When trying to deploy the stent, the catheter connected to the trigger, broke off. The stent could not be deployed and was taken out.